Event description:
Subsequent to the initial medwatch report the following additional information was received: the arteriotomy was 6f and during the abdominal aortic aneurysm (aaa) procedure the sheath was upsized to 16f. Reportedly, after removing the first proglide device, two additional proglide devices were used, successfully placing sutures using the preclose technique. Hemostasis was achieved with the pre-placed sutures of the two additional proglide devices. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss could not be confirmed as the returned device analysis noted the plunger, needles and cuffs were in pre-deployed position. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that suture placement was attempted with a proglide device in the left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when pressing the needle plunger to push the needles out of the proximal guide only the white suture was present at the needles. The proglide device was removed. The aaa procedure was completed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.